Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they have been in a lot of pain and they noticed the stimulator battery curves out and is no longer flat. They feel stimulation in the legs like they are supposed to but the stimulation sensations feels more "biting" or "stinging" and "jumps around" in different areas of their leg. They also feel stimulation along the abdomen as well. The stimulation sensation comes and goes and is not constant. The sensation is felt most intensely when laying down. This has been going on for the last 2 weeks and getting worse. The circumstances that led to the reported issue were asked but unknown. Agent asked pt if there were falls or trauma and pt said they did not know. Pt did mentioned the pain is likely worse today because they did a long car ride yesterday which could be why her back muscles are spasmin. During the call, agent reviewed how to make adjustments to the programming. Pt was set to group b with 1 program. Pt decreased from 3.0 down to 2.0. Pt stated the decrease improved the issue but the issue was not fully resolved. Pt used the controller to confirm having access to group a, b and c. Pt changed to group c and said they no longer felt the stimulation in the abdomen and the stimulation felt "light". Agent reviewed how to turn stimulation on and off with controller. When pt unlocked controller again, pt stated group b was active again. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.